Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested but not made available due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient fell 10 weeks post op and had pain in the left knee. Patient had pa femur and tritanium baseplate. Both components were well fixed. Surgeon decided to revise to a ps femur and universal baseplate.